Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the customer indicated that they decided to use the first endoscope knowing that it had an existing flickering image issue and was defective. The customer also stated that the second endoscope did not have a flickering image issue but was not recognized by the system. The customer also confirmed that the second endoscope will not be returned as they have tried the endoscope later after a restart and it was working perfectly fine.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the provided videos show a flickering image as seen through the vision cart monitor. An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Logs showed errors pointing to endoscope timeout, video loss and connection issues. Medwatch report (MFR report number 2955842-2025-47549) was submitted for the other mentioned endoscope used.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) due to experiencing a flickering image in video signal. The tse reviewed error logs and found problems from a likely broken endoscope. There were problems with 2 scopes. The caller stated they had problems with reprocessing before, where the scope was still wet after reprocessing, and that error was the reason for broken scopes. The caller stated they cannot forbid the professor from using the system and do their planned cases. The endoscope had not been tested before the procedure as this was stated to not be possible. During this procedure, more than one endoscope was used. The customer converted to laparoscopic with additional port placement after the start of the procedure due to a flickering image in video signal.